Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic/pelvic area'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('(general abnormal bleeding).') And hydrosalpinx ('hydrosalpinx') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced hydrosalpinx (seriousness criterion medically significant) and adenomyosis ("adenomyosis"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation (2016) and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, hydrosalpinx, depression, anxiety, dysmenorrhoea and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, depression, dysmenorrhoea, genital haemorrhage, hydrosalpinx, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure removal dates : (B)(6) 2018 and (B)(6) 2018 discrepancy noted for lab data previously reported i.e hysterosalpingogram done essure device was successfully occluded.but now it has been reported as plaintiff did not undergo an essure confirmation test. Removal date of essure reported as (B)(6) 2018 (subtotal abdominal hysterectomy and bilateral salpingectomies.) And in (B)(6) 2018 visit it was reported as plan: the patient will be admitted for a total abdominal hysterectomy and bilateral salpingectomies. The ovaries will be preserved (B)(6) 2018: discharge diagnosis: failed endometrial ablation reported. Discrepancy noted: date(s) of removal: (B)(6) 2018, (b(6) 2018 (as per ppf- please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2019: a pelvic ultrasound shows a uterus that is enlarged possibly uterine fibroids were noted.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2019: pfs received. New events: abdominal pain, general abnormal bleeding were added. Outcome for pain and bleeding added. New reporter added, essure insertion and removal dates added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic/pelvic area'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and hydrosalpinx ('hydrosalpinx') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced hydrosalpinx (seriousness criterion medically significant) and adenomyosis ("adenomyosis"), 7 years 8 months after insertion of essure. The patient was treated with surgery (ablation (2016) and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, hydrosalpinx, depression, anxiety, dysmenorrhoea and adenomyosis outcome was unknown. The reporter considered adenomyosis, anxiety, depression, dysmenorrhoea, hydrosalpinx, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) -2010 discrepancy noted for lab data previously reported i.e hysterosalpingogram done essure device was successfully occluded. But now it has been reported as plaintiff did not undergo an essure confirmation test. Removal date of essure reported as (B)(6) 2018 (subtotal abdominal hysterectomy and bilateral salpingectomies) and in (B)(6) 2018 visit it was reported as plan: the patient will be admitted for a total abdominal hysterectomy and bilateral salpingectomies. The ovaries will be preserved on (B)(6) 2018: discharge diagnosis: failed endometrial ablation reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2019: a pelvic ultrasound shows a uterus that is enlarged possibly uterine fibroids were noted.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: pfs+mr received: case was updated from other event to incident. Following events were added: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, dysmenorrhea (cramping), adenomyosis, hydrosalpinx. Outcome of the event pelvic pain was changed from unknown to recovering/resolving. Reporter, lab data information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.